Event description:
The pediatric medical officer and pediatrician state the endotracheal tube is too hard. It was further reported the ett was not used on a patient.

Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
A quality complaint investigation was performed. One unused endotracheal plain tube of i.d 3.5mm fitted with colour coded pp connector of corresponding size and tube marked as per specification and work order # (B)(4). Product was received in sealed preprinted blister pack. Returned sample was closely examined. No sign of visual defect could be observed. The actual sample (unused) showed that it met specification as product passed the relevant tests and the connector and tube dimensions were found to be within the established specification. The connector was carefully removed and one thin specimen from the sample measuring approximately 1mm thick was taken approximately 10mm away from the machine end of the tube for measurement using the smart scope and the dimension was confirmed to be within specification. Reviewing of incoming test report for hardness test record revealed that this batch of pvc material was considered acceptable at the point of release. An analysis on the returned sample showed it met specification as products passed relevant tests and the tube dimensions were found to be within the established specification. Detailed batch review revealed no discrepancies (includes non-conformances/deviations) were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews (sop-000741) will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/06/2015.